Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an insulin occlusion alert occurred while using an ilet with an infusion set (contact detach, 6 mm, 23 inch), and the alert resolved only after the user disconnected and performed a fill tubing procedure, indicating an occlusion that cleared following a supply change. Symptoms included hyperglycemia with a recorded blood glucose of 213 mg/dl after insulin delivery was interrupted. Outcomes included temporary impaired glycemic control without hospitalization or medical intervention beyond user-guided troubleshooting. Investigation included user troubleshooting and education. Investigation of this case revealed an occlusion associated with the infusion set that resolved after the supply change. It was concluded that the event was attributable to an infusion set occlusion that interrupted insulin delivery and was resolved by replacing the set and priming the tubing.